Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out-of-range pace impedance measurements, all other values were within expected range. Boston scientific technical services (ts) reviewed device data noting impedance measurements had been decreasing steadily over the prior year. Noise was also seen on the shock channel of the rv lead though none was observed on the rate/sense portion of the lead. Recommendations were provided to assess the patient's system. During follow-up, noise could not be reproduced on the shock channel with provocation testing though some minor fluctuations in r-wave amplitude were noted. Based on device data and follow-up findings it was recommended that the rv lead be replaced. No adverse patient effects were reported.